Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Had a tampon break off inside of me - vagina [foreign body in reproductive tract]. Pain - vagina [vulvovaginal pain]. Pain - tampon [medical device site pain]. Tampon broke off [device breakage]. Case narrative: consumer reported via email that the tampon broke off inside of her. No serious injury was reported.